Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that ten (10) years, one (1) month after implant of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to unknown reasons. There were no adverse patient effects reported as a result of the valve and valve procedure.

Manufacturer narrative:
Method: device remains implanted. Additional manufacturer narrative the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve procedure. Despite repeated attempts to receive further information, no additional information was received. Without return of the device, edwards is unable to conclusively determine the root cause for this event. However, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.